Event description:
The customer reported that he missed an anti e with biotestcell-i11 when testing in one tango optimo. The customer stated that a patient with a known anti-e was was processed on tango optimo. The patient sample reacted correctly with reagent red blood cell #2 of biotestcell 3. Then the customer performed the antibody panel using a different tango optimo and yielded completely negative results. The customer has neither returned the sample that had caused a false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested the retained biotestcell-i11 sample with positive and negative control and an anti-e from an interlaboratory comparison. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango opimto was inspected by a field service engineer. He identified issues with the liquid system of the left pipettor as well as with the washer aspiration pump tubings. After this service intervention correct i11 cell panel results were obtained and a quality control run was successfully completed.

Manufacturer narrative:
This is our combined initial and final report on this incident.